Manufacturer narrative:
The insulin pump passed the priming test, displacement test and excessive no delivery alarm test. There were no unexpected excessive no delivery alarms on the insulin pump. The insulin pump had minor scratches on the lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level was 462 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised the issue is recurring and they wanted their insulin pump to be replaced. Troubleshooting for high blood glucose was performed. Customer treated themselves with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.